Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model # icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model # icv1208 perceval heart valve at the time of manufacture and release. Device not returned by site.

Event description:
The manufacturer was informed that on 21 july 2021, the perceval valve size 21 was implanted. After surgery, the patient was discharged from the hospital without any problem, and followed up. However, the patient developed an infection. As such, the patient was re-hospitalized and underwent treatment such as removal of the sternum wire, but coronary obstruction was occurred. Thus, emergency surgery was performed on (B)(6) 2022. The pvs21 was explanted and inspiris 19mm was indwelled. The surgeon commented that the possibility that the position of the device may have moved during removal surgery after infection cannot be denied, but it is unknown.

Manufacturer narrative:
Based on the medical judgment received, there was no malfunction with the device, the wound infection migrated through sternal wire from to the heart. Furthermore, from document review performed, no manufacturing deficiencies were identified. As such, the cause of the event was not related to the device. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed that on (B)(6) 2021, the percival valve size 21 was implanted. After surgery, the patient was discharged from the hospital without any problem and followed up. However, the patient developed an infection. As such, the patient was re-hospitalized and underwent treatment such as removal of the sternum wire, but coronary obstruction was occurred. Thus, emergency surgery was performed on (B)(6) 2022. The pvs21 was explanted and inspiris 19mm was indwelled. The surgeon commented that the possibility that the position of the device may have moved during removal surgery after infection cannot be denied, but it is unknown. Based on the additional information received, the infection was diagnosed on (B)(6) 2022. Based on the medical judgment received, wound infection migrated deeper through sternal wire and caused endocarditis, most likely due to spillover of the causative bacterial warts and coronary artery occlusion, not a device or surgical problem. Furthermore, there was no impact on the patient, patient was stable through the surgery and no malfunction with the device was noted. Reportedly, the same mssa was detected in a clot stuck in the lmt that caused coronary artery occlusion and in the sternal wire.